Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician had attempted to advance the taxus express2 3.5 x 32mm drug eluting stent across a calcified lesion in the proximal left anterior descending coronary artery. The stent would not cross the lesion. It is unknown if the lesion had been predilated. When the physician pulled the entire system back, it was noted that the stent had dislodged from the balloon. Upon removal of the system the stent slipped off the wire in the iliac artery and was retrieved with a gooseneck snare. No complications or injuries were reported. The pt status is unknown.